Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a button error alarm. Customer also stated their insulin pump was scrolling when attempting to bolus. The customer's blood glucose was 266 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
No button error alarm noted during testing. However unit had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.